Event description:
It was reported that during an unk case, the device did not function. Took a new instrument to complete the case. No further information is available. There was no pt consequence.

Manufacturer narrative:
(B)(4).evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.